Manufacturer narrative:
The returned device was evaluated and cracks were found on the top housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin.

Event description:
It was reported, that a patient had received medical treatment for hypoglycemia. The patient reports their blood glucose level was in the low 90 mg/dl range, and had got to under 70 mg/dl. The patient had drank some juice. The husband of the patient is a firefighter and brought the patient to the local fire/ambulance station. The patients husband removed the pod from the infusion site (leg). The paramedics treated the patient with both injectable glucagon, as well as oral glucose. The patient was with the paramedics for 45 minutes. As a result of this event, the patients endocrinologist has made changes to the patients controller settings.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.